Event description:
Through investigation, it was learned the patient had a ring implanted on (B)(6) 2006 and explanted after 4 months due to severe mitral insufficiency due to "loss of leaflets point of coaptation." This was interpreted to mean "dehiscence of the ring." The patient was then implanted with a model 6900p valve and underwent a valve-in-valve procedure in 2013 which was reported on MDR # 2015691-2013-019885. The above information was received via the discharge summary provided on (B)(4) 2013 but was not in english. The translation was completed and provided on (B)(4) 2013, and included the following statement: in (B)(6) 2006, mitral annuloplasty with full ring (physio 28 mm) and quadrangular resection of the pml performed at [redacted]. Subsequently repeated admissions because of heart failure. Mitral re-do in (B)(6) 2007 with bioprosthesis (edwards 27 mm) by detachment. On that occasion, left atrial cryoablation was performed because of paf with ligature of the left auricle. No other information is available for this ring explant.

Manufacturer narrative:
Model number of device was corrected from information learned through the DHR.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The device will not be returned for evaluation because it was discarded. Conclusion: ring dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate valve repair in combination with friable myocardial tissue. In this case, it is assumed there was dehiscence related to friable tissue and the subsequent replacement with a mitral valve indicates a failed ring repair and not a device malfunction.